Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all stations were in disconnected mode and in critical override. A technical support specialist (tss) dialed into application and report server, ran down site down query and confirmed that there was no delay in messaging between care fusion coordination engine (cce) and application server. The tss also confirmed that there was no delay in running extract transform load (etl) on report server for all 5 zones. The tss found that the cce messages were not current and there was a delay for zone 5, dialed into the cce, discovered cce services were not running, started the cce services, and confirmed the messages began flowing. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all stations were in disconnected mode and in critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.